Manufacturer narrative:
A ge service rep performed an on site investigation. The computer supply connection was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not turn on. There is no report of pt injury.